Event description:
Three stents had been placed in the rca. Upon post-inflation of last stent, the balloon 3.75 x 20 mm at 16 atm, ruptured on first inflation. Upon withdrawal of balloon, the distal 10 - 15 mm was missing, it was noted on flouroscopy. This segment of the balloon was in the rca within the third stent.